Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer had experienced cartridge alarms with consecutive cartridges, and the technical support confirmed these issues and decided to replace the pump. The customer, who was outside the warranty period, was advised to contact renewals.